Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the there was a rupture in the hose approximately 4 to 6 inches below the swivel area. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to outside force applied to the hose which caused a restriction that was great enough to block the return of the air flow to the muffler and caused the return air to build up pressure great enough to burst the outer hose. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set up, it was observed that the motor device had a rip in the hose. During in-house engineering evaluation, it was determined that there was a rupture in the hose approximately 4 to 6 inches below the swivel area. It was not reported if there was a delay to a planned surgical procedure. It was reported that spare devices were available for the continuation of set up activities. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.